Event description:
A pt returned to the surgeon because pt was not feeling well after undergoing shoulder surgery. The pt was a hosp employee who did not have any underlying medical conditions. An infection was first noticed during the 4th day post-op of a 2.5-day infusion. Wound cultures were done and the results were staphylococcus aureus and toxic shock syndrome. Symptoms experienced by the pt were heat, swelling, erythema and "vbp". It is not known if the on-q pump (100ml volume x 2 ml/hr) contributed to the infection nor was the cause of the infection determined. The infection was not localized to the catheter site. Merceline sutures were also used during the procedure. The hosp has continued to use the product from the same lot without any problems.